Manufacturer narrative:
(B)(4). Refer to MFR report # 1219930-2016-00199 for same procedure with the same device but different lot number.

Event description:
According to the reporter: during a meniscal repair procedure for a knee, the suture got cut by the device. Another vendors device was used.

Manufacturer narrative:
(B)(4). Refer to MFR report # 1219930-2016-00199 for same procedure with the same device but different lot number.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. Engineering removed the interlock and re-fired the unit inspecting for needle alignment and catch function. The unit fired and functioned as normal. Functional testing of the returned product confirmed the product met quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.